Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: it was reported by a healthcare professional that during a stent-assisted coil embolization of an intracranial aneurysm, the 4mm x 23mm enterprise 2 stent (encr402312/6441632) was deployed at the intended target position; however, the physician noted that the three proximal stent markers did not open. The physician used a microcatheter (size/brand/manufacturer not specified) in an attempt to adjust the stent, but this was unsuccessful. The procedure was completed as is. Angiography was immediately performed which showed normal blood flow velocities. The surgery was prolonged approximately 30 minutes due to the event. It was reported that the patient is now in stable condition. Additional information received indicated that the female patient will soon be discharged from the hospital as her blood flow is patent and velocities are normal. Imaging demonstrates that the stent has adhered to the vessel wall. There has been no negative impact on her daily life. No further medical measures need to be taken for now. A total of three medical images were provided and reviewed by a neurointerventionalist. The assessment reads as follows: ¿the images show a deployed stent in the right mca with markers that are in keeping with those of the enterprise system. The distal part of the stent is clearly visible, and the markers are separately visible. The proximal part of the stent is not fully opened on the initial deployment image, which does not significantly change in appearance on images post manipulation. Potential causes for a stent to fail opening include but are not limited to 1) local vasospasm, 2) local calcified atherosclerosis, 3) reflux of blood in the microcatheter causing a clot between the proximal struts resulting in failed opening, 4) device failure. Based on the images provided the underlying cause/s for this event cannot be determined with certainty.¿ the device remains implanted; therefore, no further investigation can be performed. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6441632. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Incomplete stent expansion requiring additional intervention is a known potential complication associated with the enterprise 2 vascular vrd. With the information provided and without the return of the complaint device, it is not possible to determine the root cause of the event. However, there are clinical and procedural factor factors including aneurysm/vessel characteristics, device selection, and operator technique that may have contributed rather than the design or manufacture of the device. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that during a stent-assisted coil embolization of an intracranial aneurysm, the 4mm x 23mm enterprise 2 stent (encr402312/6441632) was deployed at the intended target position; however, the physician noted that the three proximal stent markers did not open. The physician used a microcatheter (size/brand/manufacturer not specified) in an attempt to adjust the stent, but this was unsuccessful. The procedure was completed as is. Angiography was immediately performed which showed normal blood flow velocities. The surgery was prolonged approximately 30 minutes due to the event. It was reported that the patient is now in stable condition. Additional information received indicated that the female patient will soon be discharged from the hospital as her blood flow is patent and velocities are normal. Imaging demonstrates that the stent has adhered to the vessel wall. There has been no negative impact on her daily life. No further medical measures need to be taken for now. A total of three medical images were provided and reviewed by a neurointerventionalist. The assessment reads as follows: ¿the images show a deployed stent in the right mca with markers that are in keeping with those of the enterprise system. The distal part of the stent is clearly visible, and the markers are separately visible. The proximal part of the stent is not fully opened on the initial deployment image, which does not significantly change in appearance on images post manipulation. Potential causes for a stent to fail opening include but are not limited to 1) local vasospasm, 2) local calcified atherosclerosis, 3) reflux of blood in the microcatheter causing a clot between the proximal struts resulting in failed opening, 4) device failure. Based on the images provided the underlying cause/s for this event cannot be determined with certainty.¿

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: it was reported by a healthcare professional that during a stent-assisted coil embolization of an intracranial aneurysm, the 4mm x 23mm enterprise 2 stent (encr402312/6441632) was deployed at the intended target position; however, the physician noted that the three proximal stent markers did not open. The physician used a microcatheter (size/brand/manufacturer not specified) in an attempt to adjust the stent, but this was unsuccessful. The procedure was completed as is. Angiography was immediately performed which showed normal blood flow velocities. The surgery was prolonged approximately 30 minutes due to the event. It was reported that the patient is now in stable condition. Additional information received indicated that the female patient will soon be discharged from the hospital as her blood flow is patent and velocities are normal. Imaging demonstrates that the stent has adhered to the vessel wall. There has been no negative impact on her daily life. No further medical measures need to be taken for now. A total of three medical images were provided and reviewed by a neurointerventionalist. The assessment reads as follows: ¿the images show a deployed stent in the right mca with markers that are in keeping with those of the enterprise system. The distal part of the stent is clearly visible, and the markers are separately visible. The proximal part of the stent is not fully opened on the initial deployment image, which does not significantly change in appearance on images post manipulation. Potential causes for a stent to fail opening include but are not limited to 1) local vasospasm, 2) local calcified atherosclerosis, 3) reflux of blood in the microcatheter causing a clot between the proximal struts resulting in failed opening, 4) device failure. Based on the images provided the underlying cause/s for this event cannot be determined with certainty.¿ the device remains implanted; therefore, no further investigation can be performed. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6441632. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Incomplete stent expansion requiring additional intervention is a known potential complication associated with the enterprise 2 vascular vrd. With the information provided and without the return of the complaint device, it is not possible to determine the root cause of the event. However, there are clinical and procedural factor factors including aneurysm/vessel characteristics, device selection, and operator technique that may have contributed rather than the design or manufacture of the device. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that during a stent-assisted coil embolization of an intracranial aneurysm, the 4mm x 23mm enterprise 2 stent (encr402312/6441632) was deployed at the intended target position; however, the physician noted that the three proximal stent markers did not open. The physician used a microcatheter (size/brand/manufacturer not specified) in an attempt to adjust the stent, but this was unsuccessful. The procedure was completed as is. Angiography was immediately performed which showed normal blood flow velocities. The surgery was prolonged approximately 30 minutes due to the event. It was reported that the patient is now in stable condition. Additional information received indicated that the female patient will soon be discharged from the hospital as her blood flow is patent and velocities are normal. Imaging demonstrates that the stent has adhered to the vessel wall. There has been no negative impact on her daily life. No further medical measures need to be taken for now. A total of three medical images were provided and reviewed by a neurointerventionalist. The assessment reads as follows: ¿the images show a deployed stent in the right mca with markers that are in keeping with those of the enterprise system. The distal part of the stent is clearly visible, and the markers are separately visible. The proximal part of the stent is not fully opened on the initial deployment image, which does not significantly change in appearance on images post manipulation. Potential causes for a stent to fail opening include but are not limited to 1) local vasospasm, 2) local calcified atherosclerosis, 3) reflux of blood in the microcatheter causing a clot between the proximal struts resulting in failed opening, 4) device failure. Based on the images provided the underlying cause/s for this event cannot be determined with certainty.¿